Manufacturer narrative:
Report source: foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctioned was tested prior to use and then intubated in a patient. After intubation, it was determined an air leak occurred. Upon removal of the product, it was noted air had leaked from the pilot balloon. Subsequently, two days later, the device operator "replaced the product with another one". No clinical consequences to the patient were reported.

Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by inflating the cuff and subsequently submerging device under water to detect for leaks. Device was inflated for 48 hours, and no discrepancies were found. Additionally, the cuff assembly and inflation line assembly operation were reviewed; no discrepancies were noted with either. The reported customer complaint has not been confirmed.